Event description:
During a transtibial acl procedure utilizing the surgeon was utilizing a 4.5 endoscopic cannulated drill bit. While drilling down the femur tunnel the neck of the drill bit broke into 3 pieces. One piece was successfully removed with graspers. However, the other two small pieces remained in femur tunnel, which was confirmed by an image intensifier. There was a one hour procedural delay reported.

Manufacturer narrative:
One sterile endoscopic cannulated drill.bit 4.5 was received for evaluation and a visual inspection confirmed that the drill head was broken from the shaft. The passing pin was returned with the drill bit and one broken piece of the drill head. The passing pin was presented with a distinct bend where it had been intraoperatively bent. Evenly spaced swirl marks with a small pitch were observed along the passing pin up until the bend. After the bend, the swirls marks were spaced further apart indicating this was where the drill head broke. Due to these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. (B)(4).